Event description:
Information received by medtronic indicated that the insulin pump had all buttons unresponsive. Customer stated that insulin pump had no response by button press. Customer stated that the numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump received, with blank display. Unable to perform the displacement test, sleep current test, active current test and self test, due to blank display. Unable to download history files and traces using thus, due to blank display. Pump was cut open to perform visual inspection. And found moisture damage on the pcba 1, pcba 2, force sensor, motor and keypad overlay leads. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked case (battery tube), scratched case, cracked case, cracked lcd window, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage and pillowing keypad overlay. Blank display was confirmed, during analysis, due to moisture damage on the pcba 1, pcba 2, force sensor, motor and keypad overlay leads. Unable to confirm, unresponsive keypad, due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.